Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer changed the sensor, there was no needle. The customer stated that sensor did not go in, the sensor fell out the stomach and they felt the needle was missing, no harm requiring medical intervention was reported. The sensor will not be returned for analysis.